Event description:
It was reported that while attempting to implant this right ventricular (rv) lead, high thresholds were observed. This lead was repositioned, and it was noted that the helix would not extend. A different rv lead was successfully implanted. No adverse patient effects were reported.